Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The under infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion of vancomycin during therapy. Vancomycin 2500mg with a primary bag of 550ml was set to infuse a rate of 220ml/hour at a height of 16 inches above the pump. When the infusion was complete, there was an additional 160ml of fluid left in the bag. There was no known patient injury or medical intervention associated with this event. No additional information is available.